Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide an answer for each case: (B)(4): the thread is coming loose to the needle as though it is not swaged on. (B)(4): represents the ambiguous number of events. - how many devices demonstrated the alleged deficiency? - what is the total number of procedures? - have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? - were there any adverse consequences associated with the patient? - could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided - please provide the source or name of person providing answers to follow-up questions:

Event description:
It was reported that a patient underwent a total joint procedure in 2025 and barbed suture was used. During the procedure, it was reported by the account contact that over the last couple of weeks during an unknown number of total joint cases, the thread is coming loose to the needle as though it is not swaged on. This is happening after the first pass as they are passing through the skin. No product is available for return. Sterile samples are available for return. No adverse patient consequences were reported. Additional information was requested.